Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for gastric stimulation. It was reported that the ins was replaced on (B)(6) 2021. The caller said the ins depleted sooner than expected, but the nurse practitioner said the patient was at the "tippy top setting." The old device had run out of battery quickly.